Event description:
Customer reported an issue with incorrect time settings on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor for recurring discrepancies, which the customer understood and acknowledged.